Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump got wet in the ocean. Customer's blood glucose was unknown at the time of incident. Customer indicated that the pump alarmed and then the screen went blank. Troubleshooting found that the customer installed a new battery but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage noted on the electronics assembly, also, moisture damage was found on the motor, vibrator motor and battery tube. Unable to perform the displacement, rewind, seating and basic occlusion due to the blank display. The insulin pump had cracked battery tube threads, cracked case at the battery tube side and keypad overlay texture damage.